Event description:
The customer reported experiencing unexplained low blood glucose for the past five days. The customer stated that she was admitted into the hospital for heart surgery. The customer's most recent glucose reading was 69 mdg/dl. The customer stated that she reviewed the bolus wizard and noticed that her carbohydrates units were in exchanges instead of grams, which may have caused her low blood glucose. The programming on the insulin pump was correct. The customer called back and stated that her glucose level went up to 89 mg/dl after eating dinner and drinking juice. Advised the customer to check with her doctor about her frequent low blood glucose. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.